Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was implanted to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. On (B)(6) 2021, during a scheduled stent removal procedure, both retrieval loops were firmly grasped by the rat tooth forceps. Under endoscopic visualization, it was noted that one of the retrieval loops was fractured and the stent could not be removed from the patient. Additionally, tissue in-growth was observed at the distal end of the stent. Reportedly, the physician was comfortable leaving the fractured stent implanted and an additional wallflex biliary stent was placed stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was implanted to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. On (B)(6) 2021, during a scheduled stent removal procedure, both retrieval loops were firmly grasped by the rat tooth forceps. Under endoscopic visualization, it was noted that one of the retrieval loops was fractured and the stent could not be removed from the patient. Additionally, tissue in-growth was observed at the distal end of the stent. Reportedly, the physician was comfortable leaving the fractured stent implanted and an additional wallflex biliary stent was placed stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event.